Manufacturer narrative:
On december 1, 2019, ad-tech received a complaint that two drill bits broke during surgery while attempting an oblique angle with a rosa. Both bits were retrieved and there was no impact to the patient. In further communication with the customer it was discovered that the bits broke on similar, but opposite trajectories and the drilling was performed by different individuals. There was no report of seizing in the guide. During the examination of the broken drill bits, there were no indications of excessive wear on the drill bit.

Event description:
On december 1, 2019, ad-tech received a complaint that two drill bits broke during surgery while attempting an oblique angle with a rosa. Both bits were retrieved and there was no impact to the patient.